Event description:
An impella rp flex device was inserted into the left femoral vein in a 72-year-old female patient presenting in acute myocardial infarction (ami) and cardiogenic shock, in society for cardiovascular angiography & interventions (scai) stage d shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The impella was inserted for right heart failure. The patient was on bipella support with an impella cp. During the procedure in the cath lab, the patient progressed to biventricular failure. The patient decompensated into cardiac arrest requiring cardiopulmonary resuscitation (CPR). Right ventricular failure was noted and a decision was made at this time to insert the impella rp flex for stabilization. The patient continued to have multiple runs of ventricular tachycardia (vt)/ventricular fibrillation (vf) requiring shocks. After the second shock, there was a placement signal not reliable alarm. The patient was sent to the intensive care unit (ICU). After five hours on support, the family withdrew care and the patient expired. The impella functioned at p-6 at 2.7l/min as intended with d5w sodium bicarbonate in the purge solution. The impella is being conservatively reported for death; however, is unlikely to have contributed to the patient's death, which was most likely due to the clinical presentation of a critically ill patient in active cardiac arrest, in right heart failure, complicated by stage d shock, dependent on multiple mechanical circulatory support devices, and vasopressor support.

Manufacturer narrative:
B5 updated with an updated clinical narrative. The investigation is still ongoing.

Event description:
Clinical narrative: an impella rp flex device was inserted into the left femoral vein in a 72-year-old female patient presenting in acute myocardial infarction (ami) and cardiogenic shock, in society for cardiovascular angiography and interventions (scai) stage d shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The impella was inserted for right heart failure. The patient was on bipella support with an impella cp. During the procedure, the patient had multiple defibrillations with cardiopulmonary resuscitation (CPR), causing a placement signal not reliable alarm. After five hours on support, the family withdrew care and the patient expired. The impella functioned at p-6 at 2.7 l/min as intended with d5w sodium bicarbonate in the purge solution. The impella is being conservatively reported for death; however, is unlikely to have contributed to the patient's death, which was most likely due to the clinical presentation of a critically ill patient in active cardiac arrest, in right heart failure, complicated by stage d shock, dependent on multiple mechanical circulatory support devices, and vasopressor support.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Updated information: d3 MFR fax number added. G1 MFR site name, danvers, removed. H6 impact code f19 changed to f2306.